Event description:
It was reported that due to unstable angina, the patient had a 2.5 x 15 mm promus stent implanted in the distal right coronary artery (rca) on (B)(6) 2011. Post-dilatation was performed. On (B)(6) 2014, thrombosis was observed in the implanted promus stent. The thrombosis was confirmed via angiography and pathological examination. Treatment was performed by thrombus aspiration and also with balloon angioplasty with a 3.0 x 10 mm cutting balloon. The physician commented that the correlation between the thrombus formation and the device cannot be denied. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information, however, there was no reported device malfunction and the product was not returned. The reported patient effect of thrombosis is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.